Manufacturer narrative:
The insulin pump was received with no up arrow button response due to corroded keypad traces. No button error alarm during testing. The insulin pump has cracked reservoir tube lip, minor scratched lcd window and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump alarmed button error and the buttons are not responding. Blood glucose value is 132 mg/dl. Nothing further reported.